Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result reported details and record review, it is believed that this event occurred due to parts of the board deteriorating over time. The dx board performs sdi signal output; therefore, the lack of sdi output was likely caused by the failure of the board. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 30mar2021 noting that there was no delay in the procedure. It was also confirmed that the device would not be returned and no further details were available.

Manufacturer narrative:
It is unknown if the device will be returned for a detailed evaluation. Should additional information be provided prior to the investigation completion, a supplemental report will be submitted.

Event description:
As reported, the user facility was unable to establish a zero wire signal while utilizing the evis exera iii video system center. There was no patient harm or consequence reported as a result of this event.